Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient mother that she placed an infusion set with a blue needle guard still on the needle due to which hyperglycemia and high ketones event occurs. Blood glucose level at was 443 mg/dl since last 12 hours. She called doctor office who instructed to give 8 units insulin. No further information was available.